Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch aligners have sharp edges. The doctor need to buff and adjust them for the patient. The aligners will be refined with scalloped trim instead of straight trim and with pontic space for missing tooth as well.